Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® flashback blood collection needle had foreign matter at the tip. The following information was provided by the initial reporter: phase: when unpacking defect; black dot-like foreign matter at needle tip. Quantity: 10. Effects: no other adverse effects on patients.

Manufacturer narrative:
H.6 investigation summary "material #: 301746. Lot/batch #: 2357883. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that the bd vacutainer® flashback blood collection needle had foreign matter at the tip. The following information was provided by the initial reporter: phase: when unpacking. Defect; black dot-like foreign matter at needle tip. Quantity: 10. Effects: no other adverse effects on patients.